Manufacturer narrative:
Device passed displacement test. Device was received with minor scratched lcd window. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 40 mg/dl. Customer stated that the screen was scratched. It was unknown whether customer was using auto mode or not. The insulin pump will be returned for analysis.